Event description:
While assisting the customer with the programming of the insulin pump, she mentioned that she was hospitalized five years ago for low blood glucose levels of 20 mg/dl. The customer stated that she had just started on the insulin pump therapy, and her basal rates may not have been suitable for her at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.